Event description:
The customer stated that he performed a control test and received a result of 184 mg/dl. The normal control range is 86-116 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips will be sent.